Manufacturer narrative:
Please retract this report 2017865-2018-12993, the same issue was previously reported as 2017865-2018-02587.

Manufacturer narrative:
Voluntary medwatch form mw5074996 received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s notifier prompted the patient to present to clinic. The lead was experiencing high impedance suggesting the lead had fractured. The pacing vector was adjusted to achieve good capture. The patient was stable throughout.